Event description:
It was reported that the patient was hospitalized. According to the patient¿s healthcare provider (hcp), the patient was bleeding in her stomach area. This occurred to weeks prior to the report, when the hcp looked into the patient¿s stomach. At the time of this report, there was no more blood in the patient¿s vomit. The patient had been vomiting every day or every other day and it had gotten progressively worse in the last couple of months. The reporter wasn¿t sure when the vomiting started. The patient had headaches constantly since december, after the patient was given medication. At the time of this report, the patient was seeing a gastroenterologist. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).